Manufacturer narrative:
(B)(4). This is a report of a use error further specified as the patient disconnected and then reconnected solution bags to the cassette during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill one of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the reported re-use. It was further specified that the patient had disconnected and replaced their solution bags while being connected to cassette for therapy. The technical service representative assisted the caregiver with ending therapy. Proper procedures were reviewed with the caregiver. The caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.